Event description:
During chemotherapy the pt complained of pain and was sent to interventional radiology for a port study the next mo. During the study, it was noted that the port was extravasated. In addition, the port septum and entire top foot print of port had separated from the bottom half of the port. The port was removed in 2004 and another device implanted.